Manufacturer narrative:
The device was returned to the manufacturer and the event was confirmed. The hose assembly was found to be worn and degraded. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that the device was leaking non-sterile oil from the cable during cleaning. There was no patient involvement and no adverse consequences.